Event description:
The nurse manager at (B)(6) hospital has contacted mizuho osi concerning patients having skin tears. The patients were obese with large abdomens and difficult to position. After the surgery, the patients were turned and showed signs of skin tears (going and chest regions). They wanted to know if there were options to control this issue (in-service, add'l pads, etc.).

Manufacturer narrative:
Our initial investigation has found the customer to not using the covers on the pads for surgery and sent some patient kits for the hospital to trial ((B)(6) 2010). At that time of contact, we also reviewed the table and requested a preventative maintenance as the table's armboards were stuck in position with unk debris. Since the incident our sales rep has tried to contact the hospital but has not received a response.